Event description:
Catheter was inserted in 2006.patient was readmitted on the 14th march 2006 as the blood is flowing out from the dialysis catheter.upon inspection,one of the tubes at the exit of hub was found to be broken.